Event description:
It was reported the pt was experiencing auto-reducing. Diagnostic testing showed that ther were multiple contacts with invalid impedances. Reprogramming was able to provide effective coverage for a short time; however, the pt has since lost coverage on the left side. The pt reports that she had been doing a lot of bending and twisting while cleaning houses. Follow up identified the pt will follow up with her physician for xrays and to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.